Event description:
During troubleshooting a check lines & bags alarm that appeared on the homechoice (hc) display during initial drain, the home patient (hp) revealed to the technical service representative (tsr) that there was air in the patient line. The tsr assisted the hp with ending the therapy. The hp to restart with new supplies. During a follow up with the nurse regarding the air in line, the nurse stated the hp was in the clinic at the moment, and reported that hp was not able to find out the source of the air in patient line. The nurse stated that the issue was resolved, and the hp is doing fine and continuing therapy without issues. The nurse stated that the hp did not find any loose connections, disconnections or defects on the supplies. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). This complaint is for a check patient line alarm and was not confirmed in the lab due to a lack of sample. The lot number is unknown, therefore a batch review was not performed. The patient stated that there is air in the patient line. From the data within the complaint information the root cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). Per the customer the sample was not available and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.